Event description:
Patient came to hospital with vaginal bleeding. Patient claimed positive result for home pregnancy test. Ultra sound was performed and results were negative. Clinitest hcg urine result was negative. Hospital performed a serum test with a result of 179 miu/ml. Hospital reported that subsequent serum tests performed on (B)(6) 2009 and (B)(6) 2009 showed decreasing values.

Manufacturer narrative:
Analyzer was evaluated using known negative samples. All sample test results were negative. The instrument is performing within specifications.